Event description:
The lead was capped.

Event description:
It was reported that the device could not be interrogated due to sudden drop in battery voltage.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The field experience was confirmed in the laboratory. The cause of the loss of communication was due to a low battery voltage. With a new battery installed, automated electrical testing was performed. The device passed all tests and no anomalies were detected. All current and power consumption measurements were normal. Temperature and humidity testing were performed; no high current states were observed. The root cause of the early battery depletion could not be conclusively determined.